Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was being reported that the event occurred while in the cath lab during removal. The intra-aortic balloon (iab) was inserted through the teflon sheath via right femoral artery with no issues. There was no calcification or a tortuous vessel and there was no resistance felt during the insertion of the iab. Approximately one hour later the user attempted to remove the iab. The user felt resistance and was unable to remove the iab. As a result, after trying multiple times the user successfully removed the iab. There was not another iab inserted. After the removal, blood was observed inside the iab. There were no alarms that went off. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy since this occurred during removal. The patient outcome is good. Additional information received on (B)(6) 2013 stated the iab was used because the patient condition got worse while having the pci (percutaneous coronary intervention) treatment. After recovery, there was no more need for pci treatment, so the user stopped the pci treatment and removed the iab as well. The user stated that the iab had not been damaged during the removal even with the many attempted times. They did not insert another iab because no further treatment was necessary.